Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an sleeve gastrectomy procedure that the device ¿decambered¿ the anvil bent up a little after the first firing with a black reload with seam guard. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r59j92. Investigation summary: the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint.